Event description:
The end-user reported encountering difficulties placing a 28 mm cardioseal across a long tunnel pfo. Based on the incident narrative, the device would not fully open in the left atrium, the 28 mm device was successfully retrieved loosing access to the defect. The physician re-gained access with a new transeptal sheath, a new 28 mm device was advanced to the defect and deployed with promising results. The patient developed pericardial effusion several hours following the procedure. A pericardial centesis was performed and 100 cc of blood was removed from the pericardium. The patient was discharged 2 days later without further complications. The patient returned for a follow-up visit 2 weeks later, everything was fine.

Manufacturer narrative:
The device involved in this case is available for evaluation; a review of our lot history record indicates this lot passed all applicable test and inspections and was released in accordance with our procedures governing lot release. Our investigation into this matter is pending receipt of the implantation/operative case summaries, and all relevant procedural films we have requested from the end-user. Upon completion of our investigation, we communicated our findings via a follow-up report.